Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Potentially swallowed part of toothbrush head [accidental device ingestion]. Swallowed the part of toothbrush head [exposure via ingestion]. Top of the head come off where the bristles are- oral b power care [device breakage]. Case narrative: consumer via phone stated that top of the head come off where the bristles are. No injury was reported.